Manufacturer narrative:
On (B)(6) 2012, intuitive surgical received additional information from the (B)(6) and he indicated that the surgeon reported that the excessive bleeding experienced by the patient was due the patient's advanced stage of cancer (t3). Per (B)(6), the surgeon indicated that the patient's bleeding was located at the prostate and rectum upper wall and that he was able to resolve the issue by performing coagulation and suturing of the patient's rectum. Per (B)(6), it is the surgeon's belief that the bleeding experienced by the patient was unrelated to the vision issue but rather to patient anatomical issues. Per (B)(6), the surgeon indicated that the open surgical procedure was completed successfully and the patient is healing fine.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the issue experienced by the customer was associated with the illuminator. The illuminator provides the light which is transported to the system endoscope and projected onto the surgical site. The system was repaired by replacing the affected illuminator. The illuminator was returned to isi for failure analysis investigation. Engineering evaluation was unable to replicate the issue experienced by the customer. Engineering concluded that an obstruction of air intake at the site likely caused the thermal switch to trip, causing the illuminator to shut off. On may 30, 2012, isi received additional information from the initial reporter of this incident indicating that the planned surgical procedure was converted to open due to uncontrolled bleeding experienced by the patient that occurred as a result of an injury that the patient sustained. The initial reporter indicated that there was no harm or adverse outcome to the patient due to conversion of the surgical procedure to open and the patient was released from the hospital on (B)(6) 2012, and the patient did not experience any post operative complication. Isi has made several requests for additional information concerning the injury sustained by the patient; however, no additional information has been provided. Should additional information be provided, a follow-up medwatch report will be submitted to the FDA. As of may 31, 2012, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci si prostatectomy procedure the illuminator shut off multiple times. Unable to resolve the issue and due to other surgical reasons, the surgeon made the decision to complete the planned surgical procedure using open surgical techniques. This report is late due to a data entry error by the distributor.